Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the common carotid artery using packing coil lps and non-penumbra microcatheter. During the procedure, while attempting to advance the packing coil lp into the microcatheter, the physician kinked the pusher assembly of the packing coil lp; therefore, it was removed. The procedure was completed using a new packing coil lp and the same microcatheter. There was no report of an adverse effect to the patient.